Manufacturer narrative:
Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on 29-dec-2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe. Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871.

Event description:
The customer reported to ge healthcare that their ic9-rs diagnostic ultrasound probe was displaying a double image, and it was concluded the probe was having a component malfunction described in us-FDA recall no. Z-0865-2024. There was no patient involvement.